Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The pack is not available. No product will be returned for evaluation.

Event description:
The user facility in (B)(4) reported insufficient irrigation flow. There was a kink the irrigation line. No patient injury reported.